Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease folds, yellow particles in the inner shell, wear abrasion, and a curved opening. A leak test and microscopic analysis was performed which identified a smooth crease opening on the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on the posterior assessed as a fold flaw opening. Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.